Event description:
It was reported that the impedance of a pacemaker lead had been increasing gradually, but was still within normal limits, and the device was being managed by a magnet. The field representative discussed with the health care professional (hcp) the pacing changes magnet applications would cause. No adverse patient effects were reported. Additional information was received indicating the right ventricular (rv) lead threshold was higher than the set output and the patient had a loss of capture event. The patient was admitted to the hospital for overnight observation, but was discharged. The pacemaker was reprogrammed to the unipolar pacing configuration for which had better thresholds. No additional adverse patient effects were reported.